Event description:
The helix on this lead would not extend during the implantation procedure. Therefore, it was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
The helix on this lead would not extend during the implantation procedure. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4)the analysis on this device is pending. (B)(4)